Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2020-01209. 2.3005168196-2020-01210. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-01209, 3005168196-2020-01211.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using penumbra system jet 7 reperfusion catheters (jet7s). During the procedure, three jet7 distal tips became damaged. However, it is unknown in which order the three jet7 distal tips were damaged, broken and stretched respectively. Also, it was unknown if the jet7 that expanded occurred on the back table or within the patient. Subsequently, the jet7s were not used for the remainder of the procedure. The physician continued with the procedure and used a fourth jet7 but was unable to successfully aspirate the clot. The procedure ended at this point. There was no report of an adverse effect to the patient. No additional information is available.